Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. This evaluation determined that the reported event occurred due to misuse.

Event description:
It was reported that stains were noticed on the monitor after it was switched on. The problem was noticed after the surgery. There was no harm for patient, operator or third party reported. No further information was received.